Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that she is using a pump and it stopped "pumping with the same intensity" and she developed a clogged duct. She received a replacement pump and she experienced the same issue. She developed a fever and her breasts were red and sore. She was diagnosed by both a midwife at (B)(6) and by a staff at (B)(6) with mastitis and was given antibiotics (specifics unknown) and was told to pump, massage and use heat. She indicated that the most recent replacement pump sent to her is "working great [and she is] now able to continue pumping for [her] daughter." She also indicated that she would send the pumps in for analysis/testing. Though repeated attempts were made to contact the customer for clinical follow up, they were unsuccessful. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and met its performance specifications. Based on the fact the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Pump #2: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: 04/28/2011, on work order #(B)(4). Circuit board data: medela part #(B)(4); software version 5.1; manufacturer part # (B)(4); lot code 0095 (1). Ac adapter medela part #(B)(4). Vacuum levels and cycle rates were measured (note: the pump ran for 30 seconds before any measurements were taken). The pump functioned properly throughout the experiment.

Event description:
The customer reported to customer service that she has used "two pumps and the suction is not strong enough." Customer feels that the pumps may have caused mastitis. She is currently using a hand pump. Note: on (B)(6) 2012, medwatch 1419937-2012-00077 was filed in response to this customer's report. On (B)(6) 2012, medela received a verbal communication from the FDA, indicating that medwatch was filed for two pumps when two separate medwatches should have been filed. This medwatch is to account for the second pump.